Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report (B)(4) for the suspect device used in the compact system 2.

Event description:
Reporter alleged obtaining a blood glucose result of 174 mg/dl on compact system 1; however, felt hypoglycemic symptoms. Reporter stated taking out the test strip drum used for testing and threw the box and drum container away and performed a back to back test using a different test strip drum on compact system 2 of 59 mg/dl taken three minutes from the original result. Reporter indicated taking an extra dose of 4 units of insulin at the time because he was getting ready to self treat with candy as well as self treated with orange juice at the time. No other actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.